Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, review of the device diagnostic log indicated a vent inop due to flow sensor failure (9003). There was no patient involvement.